Event description:
The account alleged the head up function moved unintentionally.

Manufacturer narrative:
The biomed found a loose connector on the main control board. He reseated the connector to repair the bed.